Event description:
Patient contacted dexcom technical support to report cgm inaccuracy compared to blood glucose meter.at the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries and reported to be in healthy condition.dexcom technical support continued to follow up with the patient to obtain the correct sensor lot number on 01/10/2014, at which time the patient indicated that he had thrown everything away and would be unable to obtain the correct lot number.